Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device is this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient reported history of blacking out prior to interstim. The patient's hcp believed that it was due to dehydration, and encouraged to push fluids and to stay hydrated at the follow-up appointment on (B)(6) 2016. It was noted that the patient had improvement with constant urination. There was no complaint of pain during the follow-up with the patient.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A trial patient reported pain at the incision site. The patient noted the trial started on (B)(6) and the patient went to the doctor on (B)(6). The patient noted she came home from the doctor and laid down and is feeling ok. The patient stated she is going to the doctor on (B)(6). The patient reported pain at the lead implant site. Additional information from the patient reported they had blacked out, had diarrhea, and were constantly urinating. The indication for use is unknown.